Manufacturer narrative:
Communication was received from the facility contact requesting the manufacturer to discontinue further investigation into the originally reported incident. No information was provided indicating that the use of the saline syringe caused or contributed to the reported patient infection. The original medwatch was filed in an abundance of caution due to the initial reported concern. In the absence of a returned sample, a device history record review was conducted for the specified lot. The lot met all specifications and there were no non-conformances. If additional relevant information becomes available, another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the patient was diagnosed with an unidentified infection after use of the saline syringe. After multiple good-faith attempts, the facility contact was unable or unwilling to provide additional patient or product information related to the reported incident. It is unknown how long after use of the saline syringe that the patient was diagnosed with the unidentified infection. It is unknown how the saline syringe was originally used. No information related to diagnostic exams or results, medical intervention, or follow-up care was disclosed to the manufacturer. No sample was returned to the manufacturer for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient was diagnosed with an unidentified infection after use of the saline syringe.